Event description:
It was reported, the pt had stimulation but was unable to locate the ipg with the charging system. A replacement charging system was sent to the pt. F/u with the pt found the replacement charging system did not resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.